Event description:
A user facility registered nurse (rn) reported that a bloodline separation occurred during a patient¿s hemodialysis (hd) treatment while using a fresenius combi set. The rn reported that the transducer line separated from the transducer protector, resulting in patient blood loss. The separation occurred approximately one hour into the treatment. There were no other issues leading up to the event. There were no leaks during the prime, and there were no known changes or disruptions in the pressure. During a routine station check, the rn said the transducer line abruptly separated from the transducer protector and the 2008t machine displayed a transmembrane pressure (tmp) alarm. The rn said the protector was still attached to the machine. The rn immediately clamped the lines and replaced the transducer with a new one. The rn thinks the transducer line was not securely connected to the protector when it was taken out of the packaging. When the separation occurred, the rn said blood leaked all over the floor and onto the machine. The patient's estimated blood loss (ebl) due to the event was 300-500 ml. The patient was able to complete their treatment on the machine after the transducer was replaced. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a bloodline separation occurred during a patient¿s hemodialysis (hd) treatment while using a fresenius combi set. The rn reported that the transducer line separated from the transducer protector, resulting in patient blood loss. The separation occurred approximately one hour into the treatment. There were no other issues leading up to the event. There were no leaks during the prime, and there were no known changes or disruptions in the pressure. During a routine station check, the rn said the transducer line abruptly separated from the transducer protector and the 2008t machine displayed a transmembrane pressure (tmp) alarm. The rn said the protector was still attached to the machine. The rn immediately clamped the lines and replaced the transducer with a new one. The rn thinks the transducer line was not securely connected to the protector when it was taken out of the packaging. When the separation occurred, the rn said blood leaked all over the floor and onto the machine. The patient's estimated blood loss (ebl) due to the event was 300-500 ml. The patient was able to complete their treatment on the machine after the transducer was replaced. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.